Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors and all conductors were stretched. The lead was stretched as well and there was apparent explant damage.

Event description:
It was reported that during an implant attempt, the left ventricular lead was positioned and sutured in place and then the threshold increased and was high. Fluoroscopy determined that the lead had dislodged. The lead was not used and it was replaced with another lead. No patient complications have been reported as a result of this event.